Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial rptr. The device involved in this complaint is not available for eval. The info provided indicated that 12 days passed operation, the pt developed a surgical site infection and bi-lateral abcesses on skin where the catheter tips were inserted. All I-flow products are sterilized and sealed in appropriate packaging, to be only in a sterile environment by individuals trained in sterile procedure. Prior to release, all assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
It was reported that 12 days post op, the pt came in with surgical site infection and bi-lateral abcesses on the skin where the catheter tips were inserted. Roof-top technique was used to perform original surgery. Wound was drained.